Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels related to incorrect meal announcements. The highest blood glucose (bg) recorded was 388 mg/dl, and the lowest was 42 mg/dl. The user announced extra meals in an attempt to bring blood glucose (bg) down, which led to insulin stacking and subsequent lows. Corrections included announcing a false meal for high bgs and drinking orange juice for low bgs. The user reported no symptoms during either event. The agent recommended consulting with a trainer or healthcare provider (hcp) before proceeding with a factory reset. Blood glucose (bg) was corrected. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.